Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a transmitter failed error.